Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 28may2024. Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 17jul2024.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Patient reported right-side rupture. The device has been removed and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture-breast was received on june 21, 2024 with lot number 2868127. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.